Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2014. The revision surgery was a result of loosening of a porous coated, non-cemented tibial tray. In the revision, the tibial locking bolt and the tibial insert and the tibial tray were replaced. The tibial baseplate was revised to a size 2 cemented modular tray and the insert was replaced with a size 2 x 18 mm from a 2 x 11 m. In the revision surgery a modular stem, patella and several augments and bolts were also added.

Manufacturer narrative:
The complaint made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from process or non conformity of product that would have caused the adverse event.